Manufacturer narrative:
Section b1/h1: report type corrected to serious injury as an outcome was indicated on medwatch form. Section b2: outcome corrected to box checked off on medwatch. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) having dim pump running leds was not able to be confirmed. The controller was not returned for analysis, and no log files or other documentation were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be determined via this analysis. The device history records were reviewed and found no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived to clinic with damage to the modular cable and defective pump running symbol on the primary system controller. The modular cable and controller were replaced.

Manufacturer narrative:
Voluntary medwatch number (B)(4) that was received on 12mar2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.